Event description:
Device issue: none. Adverse event: angina and thrombosis. Onset of adverse event: post procedure. It was reported via a trial that on (B) (6) 2010, the pt underwent stenting of the pre-dilated distal right coronary artery (rca) with a xience v stent and the pre-dilated mid rca with a xience v stent. The pt developed chest pain associated with st elevation and bundle branch block shortly post the index procedure and was taken back to the cath lab. The stent within the mid rca was patent and a thrombus was noted distal to the stent. This was treated with intra-arterial heparin, intravenous reapro and intravenous angiomax. Additionally, an additional xience v stent was implanted. The pt was discharged the next day. Though requested, there is no additional info available.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina and thrombosis are listed as known adverse events of coronary stenting in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.